Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant have an impella 5.5 placed via the left axillary to replace a prior impella 5.5 placed via the right axillary that was explanted with concerns of infection. The new impella 5.5 was supporting while the patient was awaiting transplant. The pump lost placement signal after four days of support but remained on after troubleshooting and disabling the alarms. No patient harm was noted.